Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that a longevity assessment was requested on this device. Technical services reviewed patient information and commented that this device is likely exhibiting an increase in battery consumption due to high atrial sensing activity. Technical services stated that a mitigation option would be to program off atrial sensing and move to a non tracking mode to reduce power consumption. To date, this device remains implanted and in service with no additional reported complications.